Event description:
Information was received from the distributor and healthcare professional via the manufacturer representative regarding an event which occurred after an initial l2-5 spinal fusion procedure performed in 2013 in a patient with the medical history of ht, chronic pain, heart failure, osteoporosis, insomnia and bilateral tha. It was reported that rod broke, and the patient had back pain and difficulty walking. The rod was explanted on (B)(6) 2021. The rods on both sides were broken at the lower end of l5, and the set screw and rod of s and s2 were removed and was returned to the patient. Mrc was set on the lateral side of the rod between l3 / 4, and rod was connected to s / s2 from there. Mrc was set on the inner side of the rod between s / s2 and between l4 / 5, and rod was set there. In the opinion of the physician, the initial operation was performed at another hospital, and it is thought that the cause is the malalignment of l2-5. The initial operation was on 2013 and the second operation was on 2020. The broken rod is from the second operation on 2020.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.